Manufacturer narrative:
G4: 09mar2021. B4: 13mar2021. The field service engineer (fse) confirmed the "primary alarm failure". The fse replaced the power management board as part of the field change order to resolve the issue. After this repair, the device passed all testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/06/2021.

Event description:
The customer reported recall on power management and got a high priority tech event alarm. Can't clear it. Wants to get service done under the fco service. The unit was not in use, and there was no patient or user harm reported.